Event description:
A report was received that the patient was having inadequate stimulation due to high impedances on the leads. The physician suspected lead fracture. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the leads were replaced. The explanted leads were confirmed to be fractured. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient was having inadequate stimulation due to high impedances on the leads. The physician suspected lead fracture. The patient will undergo a lead revision.